Event description:
Customer called to report a pod she wore for approximately 20 hours when she heard a loud click noise and felt the needle deploy. Customer's blood glucose levels had elevated up to high prior to this time. Customer was able to start a new pod successfully. Proper pod application was reviewed with customer and she was encouraged to confirm cannula placement through the pod view window. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptable criteria.